Event description:
Customer reportedly received result of 135 mg/dl on the aviva system and results of 79 mg/dl on professional device within 10 minutes. After testing 79 mg/dl customer consumed coke and mandarin oranges. Customer was able to self-treat. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.